Manufacturer narrative:
The device was returned to the olympus service center for evaluation. The evaluation found that the nozzle had foreign material inside, similar to fibers from a cleaning brush. Additionally, the following findings were found: due to wear of scope-cover packing, water tightness was lost; air water-cylinder had no color; suction-cylinder had no color; forceps channel port had a scratch; plug unit was deformed; scope cover unit had discoloration; scope-case unit had a dent; label on scope-connector was peeled; due to damage on channel-tube, water tightness was lost; due to burn on c-cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in left direction did not meet the standard value; objective lens had a crack; light guide lens had a crack; connecting tube had a buckling; and the universal cord had a wrinkle. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the tie rod on the colonovideoscope was broken. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed a foreign object found inside the nozzle, which was attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified however, it is possible reprocessing was not completed correctly due to leakage from the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures incf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.